Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats lobectomy case - surgeon fired the pa and the stump did not seal. The procedure was delayed by 20 minutes but successfully completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Was the conversion to open due to difficulties experienced with device or other factors? Conversion was entirely due to difficult anatomy - surgeon had a very difficult time visualizing and spend over an hour just on trocar placement and then another hour taking down adhesions. Lobe was only started 2 hours after beginning the case. She did not attempt to use instrument until after the case has converted to open. Patient is doing fine and no post op bleeding. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Surgeon said they were formed properly but that the leak must be coming from "between the staples" - surgery was converted to open so rep had no visualization of staple line. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? None that was noted. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? No post bleeding. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None that I am aware of. H1: MDR decision: not reportable.